Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Three trunatomy glider files 25mm mu were returned (two files in loose + one unused file) the two files in loose are actually broken at the tip of the active part (torque) or in the active part (fatigue). No material defect was found during analysis of the rupture patterns. Nothing unusual to report was found during DHR review (batch #1640138). The number of unused files returned is not representative to rule on the conformity of the production batch #1640138. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a trunatomy glider file broke during first use. The separated piece could not been retrieved completely. No injury resulted.